Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced (reason was unknown). No further information is available.

Manufacturer narrative:
Correction: manufacturer report number 1627487-2019-08475 should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% of expected longevity.